Manufacturer narrative:
The reported issue was addressed with surgical evacuation of the hematoma. The device was not returned for physical investigation. Conclusion: while the devices were not returned for physical investigation, hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. In the procedure, the device pulled though the access site and after manual compression, a hematoma was observed in recovery, which required surgery to evacuate. As the device was not returned for investigation, it cannot be determined if the device pulling through the access site during an attempt to gain temporary hemostasis was a manufacturing error or use error.

Event description:
The vascade mvp device was selected for closure and inserted into the 10f sheath which had been downsized from a 14f sheath. The disc was deployed, the sheath was removed, but when the user attempted to gain temporary hemostasis the device pulled through the access site. The reverted to manual compression. 2 other access sites were successfully closed. Patient was moved to recover and a large hematoma was observed 6 hours later and patient was returned to surgery to evacuate the hematoma. After surgery, no other complications or injury noted.